Event description:
According to the info provided by the distributor, the pt developed second degree burns at the incision sites on the anterior thighs. Pathway introducers were in place, and the equipment settings were within normal operating parameters. Add'l info has been requested.